Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an a.t.s. 3000 tourniquet device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this a.t.s. 3000 tourniquet one time. The last repair was (B)(6) 2012 where it was reported that the device needed repair and the battery, damaged hardware, display assembly, missing hardware, and central processing unit (cpu) board were replaced. This is not a related issue. Initial qa inspection of the a.t.s. 3000 tourniquet revealed that the reservoir transducer on the cpu board was damaged. The battery was over 5 years old, the encoder knob was faded and stripped, and the foot pads were cracked/crumpling. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical which included replacement of the cpu board, battery, knob, and foot pads. The a.t.s. 3000 tourniquet was then tested and functioned properly. The reported event was confirmed since during initial inspection the reservoir transducer on the cpu board was damaged. The root cause of the pressure fluctuating on the main cuff was due to the reservoir transducer on the cpu board. The issue was resolved with the replaced cpu board, battery, knob, and foot pads. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The a.t.s. 3000 tourniquet was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet, once product is received our investigation will begin. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the main cuff pressure fluctuations occurred. The event occurred during pre operative testing and no harm/delay reported. No adverse events have been reported as a result of this malfunction.